Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer support team helped the caller reset the pump, which resolved the issue they continued pump use.